Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few beats of t-wave oversensing (twos) were observed from the right ventricular (rv) lead on two separate occasions. The lead is still in use. No patient complications have been reported as a result of this event.